Event description:
The customer tested his blood glucose using his contour meter and received a reading of 118 mg/dl. He retested using another meter and received a reading of "low". The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned.